Manufacturer narrative:
(B)(4). When this event was initially reported vyaire was advised there was no patient involvement associated with the reported event. On 09/26/2019 vyaire received additional information from the customer that there was a patient on the ventilator when the reported issue occurred. The customer stated there was no patient harm and the patient was moved to a different ventilator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and replaced the membrane and overlay. The touchscreen was cleaned and calibrated. The fsr confirmed the ventilator passed all testing and met all vyaire OEM specifications. At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the touchscreen on the vela ventilator was frozen and not responding to input. The customer stated there was no patient involvement associated with this event.